Manufacturer narrative:
The device was evaluated by the returns department which found that the sieve bed is saturated, the 4-way valve is stuck, and the manifold is defective.

Event description:
It was reported by dealer the irc5po2 concentrator has low o2, no power loss alarm.

Event description:
It was reported by dealer the irc5po2 concentrator has low 02, no power loss alarm.

Manufacturer narrative:
Follow up will be filed if additional information is received.